Manufacturer narrative:
This device was not returned as it was disposed of. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: wire that didn't remove from anchor when deployed probable root cause: application: user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire didn't remove from anchor when deployed. Wire was visible in the camera view of our scope. Most of the exposed wire was able to be gotten out. However, based on x-ray, some is still inside the anchor with no way to really remove it from there without drilling the anchor out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the wire didn¿t remove from anchor when deployed. Wire was visible in the camera view of our scope. Most of the exposed wire was able to be gotten out. However, based on x-ray, some is still inside the anchor with no way to really remove it from there without drilling the anchor out.